Event description:
A caller reported a malfunction on the pump, identified by a malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump by providing the necessary information, and the issue did not recur afterward. The customer was able to continue using the pump and was advised to call back if any malfunctions reoccurred. The caller acknowledged and understood the instructions provided.